Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver was not functioning correctly on (B)(6) 2014. Patient's mother stated that she did not have any further details. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).